Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that x-ray shows the right atrial (ra) lead had pulled back. There is little to no slack on the lead and the threshold is high. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.